Event description:
I had the novasure procedure for endometrial ablation performed (B)(6) 2014. A week later, I had severe abdominal pain that sent me to the emergency room only to find out that I had free air in my abdomen and uterus. After receiving emergency surgery it was found that I had two holes perforated through my uterus and two holes in my small intestine. Because I had bowel leaking in my abdomen for a week, I was septic and won myself a week stay in the hosp on strong antibiotics. Since this horrible incident, I have continued to have the original problem and now abdominal pain and gastro intestinal problems due to the adhesions throughout my abdominal cavity. To make matters worse, I will have to receive another surgery in the next month to perform a hysterectomy. After this tragic incident, I started searching the internet and have found many stories just like mine. But I am being told there is nothing that can be done because this procedure has not been approved by the FDA. I am writing you today in hopes that this will be looked into and possibly safe someone else from going through the same events that I and so many others have had to. Nerve pain.